Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low impedance. The ra and the rv leads were reprogrammed to turn off implant detect and remain in use. No patient complications have been reported as a result of this event.